Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced muscle stimulation. The left ventricular lead exhibited loss of capture and was dislodged. The lead was repositioned.